Event description:
At the beginning of rn's shift, a new fentanyl bag was hung. New tubing was not needed, so it was a full 100ml bag. At 0550 the IV pump channel alarmed fluid side empty. There was air all the way to the distal end of the pump channel, the bag was empty, the tubing chamber was collapsing on itself, however there was still 20ml to be infused. A new bag was hung. Day shift rn was aware of the issue, should it happen again. The channel alarmed air in line for day shift rn and bag was empty with approx. 1ml vtbi. Concerns made by this rn to nurse manager at beginning of noc shift. Channel changed out and work order placed.